Manufacturer narrative:
(B)(4).

Event description:
The customer had a recurring issue of questionable results for crep2 creatinine plus ver.2. The day after a service visit, the customer received questionable creatinine results for an additional eight patient samples and a questionable alb2 albumin gen.2 result for one patient sample. None of the questionable creatinine results were reported outside the laboratory as the customer had tested them in triplicate and reported out the result they believed to be correct. The initial albumin result was 4.2 g/dl and was reported outside the laboratory. Due to a delta check, they repeated the sample twice on 06/15/2017 and the result was 1.7 g/dl. A corrected report was issued. The customer stated she did not intend to verify if any treatment was given or withheld based upon the initial result. No adverse event was reported. The albumin reagent lot number was 23085601 with an expiration date of 6/30/2018. The field service representative found a hole in the rinse mechanism vacuum tube that allowed naoh to drip back into the cuvettes. He replaced the vacuum tubing and ran a successful volume check of all rinse mechanisms and a successful precision check.

Manufacturer narrative:
Product problem was corrected.